Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction returned, and no additional issues were reported.